Manufacturer narrative:
(B) (4): device was received. Investigation is not yet complete.

Event description:
Device malfunction: retrieval catheter did not pass through stent and caused friction. Time of malfunction: during the procedure. Symptoms/ae: foreign body removal. It was reported that during a carotid stenting procedure, the emboshield nav6 retrieval catheter (rc) could not pass through an xact stent to retrieve the filtration element (fe). The rc caught on the proximal stent strut and could not be advanced. It was noted that the barewire was up against the proximal stent strut during the advancement attempt. Despite physical maneuvers including turning the patient's head and controlled breathing, and additional dilatation, the rc remained entangled with the stent strut. The barewire was advanced distally, removing the bias of the guide wire and the rc was advanced and the filter element retrieved. There was no adverse patient sequela. Though requested, no additional information was provided.